Event description:
Ous MDR - the device started to report vf events via home monitoring service center, as well as abnormal shock impedance values. In many of those events, the ICD charged capacitors, but canceled the therapy delivery. The device was explanted, along with the df lead. At the moment of explantation, there was blood in the lead, in the area between the sleeve and the lead's trifurcation.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol2. The ICD was implanted for 18 months and 292 charging cycles were recorded to the ICD's memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. The memory content of the device was inspected. During the analysis of the available iegm's noise was observed in the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, there were no signs of a material or manufacturing problem.